Manufacturer narrative:
The field service representative (fsr) performed a site visit, inspected the instrument, replaced the sample probe, and aligned the wash cup. No additional discrepant result issues have been reported since the service activity was completed. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that a falsely decreased architect calcium result of 3.0 mg/dl retested at 9.8 mg/dl on a different architect analyzer. No adverse impact to patient management was reported.